Event description:
"The tip of the epidural catheter plus about 1 1/2" sheared off in the epidural space. The anesthesiologist placed the epidural catheter and got blood. The catheter was pulled and another catheter was placed. After placement of the second catheter, it was noted that the first catheter had sheared off. CT scan and x-ray of the pt's back did not reveal the end of the catheter."